Event description:
The hospital reported that while preparing for an endoscopic vein harvesting procedure, the tissue welder jaw was inserted into the cannula and the surgical tech forced it in too tight. The jaws crumpled upon insertion. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/05/2009. The visual inspection revealed that the hemopro tissue welder and cannula were returned separately. A portion of the cold jaw boot insulation has been ripped and the bare metal was showing. The missing cold jaw boot insulations were not returned. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).